Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for vena cava filter placement prior to an upcoming neurosurgical procedure with contraindication to anticoagulation. The filter was successfully deployed via the right femoral vein in the inferior vena cava at the level of the superior endplate of l2. Approximately six months post filter deployment, the patient arrived to the hospital with complaint of right-sided pain. CT scan demonstrated filter limbs extending beyond the caval wall; one limb perforated the adjacent l3 vertebral body with another filter limb in close proximity of the aorta. The patient was airlifted to another hospital for evaluation of the ivc filter. Three days post hospital arrival, the patient was stable for discharge. During the course of the hospital stay, the patient was under the care of vascular surgery who consulted with orthopedic surgery and interventional radiology. The three specialties indicated that the pain was attributed to sciatica rather than the ivc filter perforating the vertebral body. Therefore the patient was discharged home. Approximately seven months post filter deployment, transesophageal echocardiographic demonstrated a moderate to large sized patent foramen ovale, and review of previous CT scan demonstrated the filter to be in a tiled position. The recommendation was made to leave the filter in place and not attempt retrieval. Approximately five years three months post filter deployment, review of a previous chest x-ray demonstrated linear shadowing consistent with a strut of the ivc filter. CT scan was ordered to evaluate the vascular system and have a better idea of filter location. Approximately five years five months post filter deployment, CT scan demonstrated surgical clips noted in the right axilla as well as in the left breast region. The filter did not appear to be fractured, and no detached filter struts were visualized in the upper abdomen or chest. Approximately six years nine months post filter deployment, CT scan demonstrated an ivc filter within the infrarenal ivc. Several limbs of the ivc filter extend beyond the caval wall, with one limb approaching the posterior aspect of the aorta. Due to the location of the filter limbs, the recommendation was made that the filter should not be removed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully below the renal veins. Approximately six months after implantation, patient alleged right-sided pain. A CT scan demonstrated filter tilt with several limbs extending beyond the caval wall. One limb was allegedly adjacent to the l3 vertebral body and the second was in close proximity of the aorta. The patient's physicians attributed the pain to sciatica rather than the limb perforation of the ivc. Approximately seven months after implantation, a transesophageal echocardiogram demonstrated a moderate to large sized patent foramen ovale. Approximately five years and three months after implantation, review of a previous chest x-ray allegedly demonstrated linear shadowing consistent with a strut of the ivc filter. A CT scan taken approximately five years and five months after implantation demonstrated surgical clips in the right axilla as well as the left breast region. It was reported that the filter appeared to be intact and no filter struts were visualized in the upper abdomen or chest. The filter was found to be tilted with several struts perforating the vena cava. Approximately six years nine months after implantation, a CT scan demonstrated an ivc filter within the infrarenal ivc. Several limbs were reportedly extending beyond the caval wall. One of the limbs was found to extend close to the posterior aspect of the aorta. Based on the medical record review, limb perforation of the ivc and a tilted filter can be confirmed. The investigation for limb detachment is inconclusive. Labeling review: rnf: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Movement or migration of the filter is a known complication. Perforation of other acute or chronic damage of the ivc wall. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient had an inferior vena cava filter deployed prior to a pending neurosurgical procedure with contraindication to anticoagulation. Approximately six months post filter deployment, the patient had complaint of abdominal pain and CT scan demonstrated perforation of filter limbs near the vertebral body and adjacent aorta. The patient was transferred to another hospital via helicopter for further evaluation of the vena cava filter. The patient was evaluated by vascular surgery, orthopedic surgery, and interventional radiology. The three specialties indicated that the patient&#62688;pain was related to sciatica rather than the perforation of the filter. The patient was discharged in stable condition three days post arrival. Approximately six months post filter deployment, review of the CT scan demonstrated a tilted filter with multiple limbs extending into the retroperitoneum. The following month, a transesophageal echocardiogram demonstrated a moderate to large sized patent foramen ovale and the decision was made to not retrieve the filter. Approximately five years three months post filter deployment, a previous chest x-ray was reviewed which demonstrated an angled wire within the right middle lobe of the lung consistent with a strut from the ivc filter. Follow up CT scan performed two months later demonstrated the filter appeared to be intact and no detached limbs were visualized within the chest or abdomen. Approximately six years nine months post filter deployment, CT scan demonstrated the ivc filter in an infrarenal location with several limbs extending beyond the caval wall with one limb in close proximity to the aorta. Due to the location of the filter limbs, the recommendation was made that the filter should not be removed. No additional information was provided in the medical records received.